Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they were hospitalized on (B)(6) 2021 due to low blood glucose of 12 mg/dl. Customer stated they had gastroparesis that caused the blood glucose to drop. Customer was not using the auto mode feature at the time of the incident. Customer also requested assistance pairing the meter and transmitter to the insulin pump which was done successfully. The insulin pump will not be returned for the analysis.